Event description:
It was repprted that the pt underwent a sling procedure in 2005. During the procedure, the surgeon felt the bleeding was more than usual. The bleeding stopped after the vaginal incision was stitched. Post operatively; the pt's blood pressure had decreased. The patient also vomited. A CT scan was performed and a hematoma at the retroperitoneum of the pt was noted. The pt was brought back to the operating room and the hematoma was drained. The pt was transfused blood products as the bleeding was 200 cc or more.